Event description:
Baxter canada reported "leakage in the roller clamp" of the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.